Manufacturer narrative:
The account found the cause to be a wax buildup on the brake casters. The brake casters were cleaned by the account to resolve the issue.

Event description:
The account allged the brake casters were not holding. No pt impact.